Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, damaged battery compartment, peeled downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. The event history log confirmed multiple cassette not attached properly alarms occurred. Functional testing could not replicate the report of ¿close latch alarming without set¿ as the latch lock was working properly and also could not replicate the dso damaged; however, evidence was found in the event history log. The most probable root cause was determined to be an intermittent dso sensor. Preventive maintenance was performed and the dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a close latch alarm without set and there was downstream occlusion damage. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm reported.